Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cable needs to be replaced. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cable needs to be replaced.